Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific . Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored and no low battery alert, replace battery now alarm, power loss alarm or blank display anomalies noted. Device properly connected to the contour next bg meter. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures during self test and confirmed in the pump history due to broken pin 1 trace keypad assembly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer experienced a high blood glucose and the device failed the audio test. The customer¿s blood glucose during the incident was 474 mg/dl. The customer treated via manual insulin injection. The customer stated that their insulin pump failed to alarm when she woke up with the hyperglycemia. The device failed the audio test during the call. It is unknown if the auto mode feature was active during the incident. The device will be returned for analysis.